Manufacturer narrative:
This investigation is ongoing, upon further information this investigation will be updated.

Event description:
It was reported that oversensing was seen resulting in inhibition of pacing when it comes to this right ventricular lead. No adverse patient effects were reported. Recent information noted that the patient experienced syncope and no episodes could be seen during the follow up. An inquiry regarding this case was sent to technical services (ts) for review.

Event description:
It was reported that oversensing was seen resulting in inhibition of pacing when it comes to this right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete, upon further information this investigation will be updated.

Manufacturer narrative:
This investigation is ongoing, upon further information this investigation will be updated.

Event description:
It was reported that oversensing was seen resulting in inhibition of pacing when it comes to this right ventricular lead. No adverse patient effects were reported.